Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that the universal reciprocating saw attachment was vibrating when cutting bone and patient¿s bone was broken. No additional harm to the patient was noticed and no additional medical intervention was performed. There was a delay of 20 minutes of the surgery.